Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as electrical problems like: electrical/eletrconic component problem; impedance; open circuit; power source problem; short circuit; signal loss, loss of power; power fluctuations. Material problems like degredation. Mechanical problems like: stress; deformation; fatgue; mechanical shock; wear and tear; vibration. Environmental problems like dust and dirt. These causes can occur between components such as circuit board; eletrical cable; socket; connector pin; connector/coupler; electrical lead/wire; power supply; screw; lever; locking mechanism; light source; lenses; optical; diaphragm; motor(s); discrete electrical component; cooling module; user interface; display; panel; and power switch without any design or manufacturing issue. That could lead to image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had no image after switching on. The issue was found during set up for use. There were no reports of patient involvement.